Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose (bg) was 579 mg/dl customer addressed bg by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.